Event description:
A customer stated the hcu 30 device would not power up after connecting to the remote display. The device was in a non functional state due to an open fuse. No patient involvement. Reference: (B)(4).

Manufacturer narrative:
(B)(4). The maquet field service technician replaced a defective fuse on the control board. He tested the system to factory specs and all tests were ok. A supplemental medwatch will be submitted if additional information becomes available.